Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) confirmed that the floro images were not showing up. After a few hard restarts user was able to use x-ray. The quotation was sent by philips to the customer, but as the customer resolved the issue by their own, the quotation has been rejected and no further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy images would not show up. The issue was resolved after a few hard restarts of the system. There was no report of harm.